Event description:
Additional information was received indicating low pacing impedance was observed.

Manufacturer narrative:
The reported events of device dislodgment and low impedance, were not confirmed. Visual inspection found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements found no anomaly contributing to reported event of an impedance problem.

Event description:
It was reported, the right ventricular (rv) leadless pacemaker became dislodged the day after implantation. The device was successfully retrieved to resolve the event. The patient was stable.